Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The dentist also used the proceddure of immediate load.

Event description:
The clinician reported that four months after the dental implant and abutment were placed on the same day, a failure occurred. Patient presented with an infection, pain, mobility and bone resorption. Primary stability and osseointegration were not obtained. The implant and abutment will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant and abutment were placed on the same day, a failure occurred. Patient presented with an infection, pain, mobility and bone resorption. Primary stability and osseointegration were not obtained. The implant and abutment will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.